Event description:
It was reported to philips that the system c-arm propeller geometry movement did not work. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a diagnostic procedure. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue that there was a failure in the geometry. Some stand movements were unavailable, and restarting the system had no effect. Troubleshooting and assessment of the system event log identified a failure in the automatic motion control (amc) in the motor assembly of the system. The fse replaced the amc and recalibrated the system. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.